Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the celldyn emerald analyzer generated a decreased hgb result of 5.4 g/dl, whereas the hgb was 11.5 g/dl the previous week. There was no report of impact to patient management.

Manufacturer narrative:
Cleaning of counting chamber resolved the issue. A field service representative (fsr) was dispatched to the account. The fsr cleaned the counting chambers (w/o aperture) with bleach which resolved the issue. The celldyn emerald operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a deficiency.